Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-1, lot # n191220, implanted: (B)(6) 2009, product type accessory. (B)(4).

Event description:
It was reported that the patient had increased spasticity as of (B)(6) 2015, which was one day post-replacement of the pump. The patient was started on oral baclofen. It was decided to take the patient back to the operating room (or) on the date of the report for exploration, and possible revision. During the procedure, the physician found that the sutureless connector did not have a tight seal and was loose at the connection site. It was therefore decided to replace the sutureless connector with a new one. The patient required hospitalization overnight and would be followed by their managing physician. The issue was resolved. The patient status at the time of the report was alive with no injury; was stable in the hospital; recovered without permanent impairment, and was receiving effective therapy. The pump system was being used to infuse lioresal.